Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had made a therapeutic treatment, by injecting himself with insulin, based on his cgm reading. Pt experienced a hypoglycemic episode and lost consciousness. Paramedics were called and they measure his bg at 20 mg/dl and administered IV. Pt was advised that per cgm's user's guide, pt must measure his bg before making any therapeutic adjustments.